Manufacturer narrative:
The recipient has reportedly healed from surgery and has been successfully activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced electrode migration. Programming adjustments were made, however the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.